Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in a heavy calcified lesion the health care provider was able to see, under fluoroscopy, that the distal tip had allegedly separated from the recanalization catheter. Therefore, the catheter was removed without incident. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It was unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Interventional use: - slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. - upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser s6 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in a heavy calcified sfa lesion the health care provider was able to see under fluoroscopy, after approximately three and a half minutes of activation, that the distal tip had allegedly separated from the recanalization catheter. Therefore, the catheter was removed without incident, and another recanalization catheter was used to complete the procedure. There was no reported patient injury.